Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 497 mg/dl. The customer reported that the infusion set tubing was detached from quick release. The customer treated with the manual injection. Troubleshooting was done for the infusion set tubing detachment and declined to high blood glucose level. The insulin pump will not be returned for analysis.